Event description:
It was reported that the patient had a loss of therapeutic effect while the stimulation was turned on. The patient last time felt stimulation was 6 to 12 months ago. The last successful recharging session was 6 to 12 months ago. The patient last charged/felt stim was 8 months ago. The patient stopped using the devices because they were not helping her with her pain. The patient was in more pain and wanted to turn devices back on. The patient couldn't communicate with either of her two devices with coupling and or communication issues. The patient felt it was inconvenience to charge, and that contributed to her decision to stop using the devices as well. An implantable neurostimulator overdischarged (ins) was suspected. The patient stated that she had not charged her ins since she stopped using it 8 months ago. The ins were used to address pain in lower back, right hip, and right leg, but the patient was not getting relief. It was first time the patient had let it ran down this low. Additional information has been requested but was not available at the time of this report.

Event description:
Correction to note that this report was filed due to device being implanted after use before date. There was no known adverse event related to this issue. The overdischarge event noted in the initial report was related to a different device component. The patient was receiving effective therapy

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3888-45 lot# v619052, implanted: 2011 (B)(6), product type lead product ID, 3888-45 lot# v588266, implanted: 2011 (B)(6), product type lead product ID 3888-33 lot# v383867, implanted: 2011 (B)(6), product type lead product ID, 3888-33 lot# v638051, implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).